Manufacturer narrative:
Multiple attempts have been made on 27jun2024, 05jul2024, and 16jul2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the v60 was running on battery due to no power when being plugged in. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the v60 ran on battery due to no power when being plugged in. The remote service engineer (rse) performed a troubleshoot with the customer and confirmed that 120 volts was going through. The rse then advised the customer the power supply should be replaced. The rse provided the customer with the part number of the power supply to order and replace.